Event description:
Customer called lfs in 2002 alleging that their one touch ultra meter was giving an error 2 message and also reading inaccruately erratic. Customer got an error 2 message on the meter. Customer tested and got erratic readings "ranging from 600 to 182." And stated that they went into an insulin shock and ended up in the emergency room. Treatment at the ER is unknown. Sending letter.